Event description:
This event was captured based on a review of the article, hyperperfusion syndrome after carotid stent-supported angioplasty in patients with autonomic dysfunction. It was reported that the patient visited the hospital due to transient dysarthria and left side weakness which had persisted for 5 years. Angiography showed stenosis of the proximal right internal carotid artery (ica). No procedure was performed at that time. One month later the patient was admitted with 80% stenosis of the right coronary artery. A 7-10 x 40 mm rx acculink was implanted. Ten minutes later the patient showed anosognosia and developed left sided weakness, deviation of eye ball position to the right side and became irritable. His blood pressure was high and he was given antihypertensive agents. He was taken to the intensive care unit and calcium channel block was maintained and his blood pressure stabilized. On a 24 hour follow-up magnetic resonance imaging, newly developed restricted diffusion lesions were found in the right ica, suggesting vasogenic edema. During assessment of autonomic function testing, heart rate variation was abnormal and valsalva-maneuver testing was abnormal. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device remains in the patient. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effects of hypertension and neurological deficit dysfunction are known observed and potential adverse events as listed in the rx acculink carotid stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.